Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar (t2-t7 fusion) procedure. It was reported that the surgeon felt inaccurate at the end of the surgery when on the t2 vertebra. The surgeon was working away from the reference frame. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.